Event description:
It was reported that a central venous catheter leaked just before the puncture site. The patient was reported to be a child. No patient complication, injury or death was reported.

Manufacturer narrative:
Qn#(B)(4).